Manufacturer narrative:
An event of stenosis and high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25 mm epic valve was implanted in the aortic position. Approximately 18 months later, the patient was observed with a gradient of 40-60 mmhg. The gradient continued to increase so the 25 mm epic valve was explanted on (B)(6) 2018 and a mechanical valve was implanted. The physician described the explanted epic valve as stenosed. The patient's status was not made available. Further information was requested, but not made available. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.